Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged recurring insulin flow blocked alarms, time clock anomaly, cosmetic damage (scratched lcd window and missing display window cover), and the pump rewinds louder than before reported on (B)(6) 2022. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or unusual loud motor noise during rewind noted during testing. Successfully downloaded the trace and history files using thus. There were not any no delivery (insulin flow blacked) alarms found in the history files on or near the event date, 11/3/2021. Programmed the pump with the current time and date and monitored for twelve (12) days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, minor scratched lcd window, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the lcd window is confirmed. Insulin flow blocked alarm, drive/motor anomaly, and loud motor noise during rewind are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump clock had never been accurate and it was off by as much as 10 minutes. The insulin pump had no delivery alarms and rewind louder than before. The insulin pump had scratches and a bar on the display screen allowed the light through it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.